Event description:
It was reported by the patient that following implant of the device they were feeling thumping in their chest, heart was pounding, there were spasms in their diaphragm so they reported to the emergency room. The device was reprogrammed and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.